Event description:
Patient presented with high impedance. There is no reported trauma for the patient. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.